Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the operator was enabled to introduce the sheath into the lead. The pacing lead was extracted and replaced. No patient complications have been reported as a result of this event.